Manufacturer narrative:
(B)(4). A supplemental report will be submitted if additional relevant information becomes available.

Event description:
It was reported that when the home patient (hp) had changed the transfer set, the patient connector of the uv flash transfer set did not have a good connection with the titanium adapter. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned, an analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.